Event description:
Brief inquiry description: new spike adaptor 412143 is falling off the pab bag. Detailed inquiry description. While using the spike adaptor 412143 with b braun pab 500ml bag the spike adaptor felt off during inspection. Also they reported that the tip of the spike adaptor broke during insertion. The customer asked why we removed the lock.